Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the din rail fuses were bad. The fuses were replaced, and the power present indication was verified. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mobile view station (mvs) would not turn on. There was no patient present when this issue was identified.